Event description:
In aaisafer mode, there was a loss of atrial sensing and pacing. The device was switched to a standby mode with engineering software and re-initialized with the standard programmer successfully. The device remains implanted.

Manufacturer narrative:
(B)(4). Since the device remains implanted, the programmer files were reviewed. The absence of sensing in aaisafer resulted from ram alteration due to a transient software error. This is a known, rare, non-destructive phenomenon in microelectronic circuits. The device was successfully re-initialized and can remain implanted. No pt consequences. The root cause of this alteration in ram could not be identified with certainty, but the most probable hypothesis would be a transient software error ("single event upset" or "bit-flip") due to transfer of energy from a charged particle. This is a known, rare, and non-destructive phenomenon in microelectronic circuits.